Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. In the morning on (B)(6) 2021 she was vomiting, and generally feeling sick. Her daughter checked the cgm and saw the reading was 160 mg/dl, so she administered an unspecified dose of insulin, but the symptoms continued. The patient requested her daughter to drive her to the hospital. No fingerstick was performed before going to the hospital. The patient was admitted to the hospital with a fingerstick bg value of 432 mg/dl while the cgm continued to show around 160 mg/dl. She was treated with ringers lactate (IV fluid), potassium, antibiotics, zofran, reglan and heparin. She was hospitalized until (B)(6) 2021 and was doing better at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.